Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6)2018. The most recent information was received on (B)(6)2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6)2008, the patient had essure inserted. On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia ("heavy cycles"), arthritis ("arthritis") and plantar fasciitis ("plantar fascitis"), 8 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on(B)(6)2018. At the time of the report, the pelvic pain, menorrhagia, arthritis and plantar fasciitis outcome was unknown. The reporter provided no causality assessment for arthritis, menorrhagia, pelvic pain and plantar fasciitis with essure. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2019: quality safety evaluation of ptc incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 21-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria hospitalization and intervention required), menorrhagia ("heavy cycles"), arthritis ("arthritis") and plantar fasciitis ("plantar fascitis"), 8 years after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, arthritis and plantar fasciitis outcome was unknown. The reporter provided no causality assessment for arthritis, menorrhagia, pelvic pain and plantar fasciitis with essure. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.